Event description:
It was reported that this patient feels like their cardiac resynchronization therapy defibrillator (crt-d) device is shocking them every time their phone is close to them. Boston scientific technical services (ts) discussed that it is recommended to keep at least a six-inch separation between the implanted device and cell phone. Ts provided guidance to talk on the phone on the opposite side of their body from the crt-d device or use the speaker phone option. Ts explained that if they are getting shocked, to follow up with their following physician. The patients sister, who was also on the call with ts, noted that the patient had received approximately 40 shocks from their previous crt-d device. As a result, the patients sister indicated they think the patient might be having some anxiety based on their previous experience rather than an actual issue related to cell phone proximity to their current crt-d device. Attempts to gather additional information were unsuccessful. The device remains in-service. No additional adverse patient effects were reported.